Manufacturer narrative:
Sample was requested for investigation, but could not be provided. The reagent performed within specifications. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). None of the samples from the patient were available for investigation.

Event description:
The initial reporter questioned positive results for multiple patients tested for elecsys toxo igg immunoassay (toxo igg) and elecsys toxo igm (toxo igm). The reporter provided the most recent occurrence of false positive results for 1 patient that was tested "very recently" for toxo igg on an unknown roche instrument. The patient is pregnant and testing began in the early 1st trimester: on (B)(6) 2019 the patient was tested by an unknown method and the toxo igg result was < 1.6 (negative). On (B)(6) 2019 (patient (B)(6) pregnant) a new sample was obtained and the toxo igg result from an unknown method was < 1.6 (negative). On (B)(6) 2019 (patient (B)(6) pregnant) a new sample was obtained and the roche toxo igg result was 32 iu/ml (positive). The roche toxo igm result at this time was "negative." The actual result was not provided. On (B)(6) 2019 (patient (B)(6) pregnant) a new sample was obtained and the roche toxo igg result was 28 iu/ml (positive). On (B)(6) 2019 (patient (B)(6) pregnant), one sample from the patient was also sent to another laboratory for testing by the abbott method and no toxo igg or toxo igm antibodies were detected on (B)(6) 2019 (patient (B)(6) pregnant) a new sample was obtained and was sent to an external laboratory for testing by the abbott method and the toxo igg and toxo igm results were negative. The instrument type and serial number used for the roche results was not provided.